Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and hypoglycemia on unknown date. Customer's blood glucose value was 275 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer stated that the insulin pump over delivering. Customer stated that the insulin pump under delivering because customer stated that the insulin pump under delivering because the customer¿s blood glucose did not come down. The customer stated that the symptoms related to high blood glucose such as little dizzy and little tired. The customer was treated with manual injection and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump and reservoir will not be returned for analysis.